Event description:
Additional information received reported that the pump was recalled and the patient ¿ended up¿ experiencing withdrawal because of it. The patient did hear the pump alarming. It was noted that the patient¿s life was ¿so much better and things had been fine¿ since the pump was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), serial# (B)(4), implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
Final analysis of the pump found moisture, corrosion, and residue throughout the gear-train. (B)(4).

Event description:
A pump motor stall was reported. One stall was reported on 8/22 which recovered and another one occurred 8/25 never recovered. The patient experienced pain. The pump was replaced. It was noted that the patient status at the time of the report was alive, no injury/no adverse event. The pump was used to deliver infumorph.